Manufacturer narrative:
Initial reporter phone#: (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes had issues with the cap being difficult to reinsert after being manually removed from the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.